Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, preventing users to access medication during cases. The customer stated that the issue had happened overnight and lasted for two days since the confusion between devices. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the med application was not auto launching. A technical support specialist installed remote support service and repaired the application to resolve. The system was functional as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-oct-2022 to 07- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the med application failed to launch. The technical support specialist installed the remote support service and repaired the application and rebooted it to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, preventing users to access medication during cases. The customer stated that the issue had happened overnight and lasted for two days since the confusion between devices. There were no adverse events or injuries reported based on this event.